Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received all buttons function properly however moisture damage was found on keypad traces. The insulin pump had a missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. The customer stated the numbers on their keypad were not ramping. Customer's blood glucose was 325 mg/dl. The customer states there is no response from any button. The customer was advised to monitor the time display. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.